Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy staples? Were the staples malformed? Was the staple line complete? It was stated that the device did not cut properly; was the cut line complete? Where was the device dialed down to in the firing range? Was the extended hospital stay due to the device issue or was the extended hospital due to the history of the patient? What is the patient's current condition?

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the gun misfired, according to the surgeon the gun only half cut the hemorrhoid&#62688;but did not staple properly. There was lots of bleeding and parts of the hemorrhoids were still hanging on; not cut properly either. A new device was not opened; the procedure time was further increased by two and a half hours. They sutured the bleeders to complete the procedure. The patient is now well but still in the hospital.

Manufacturer narrative:
(B)(4) date sent: 11/8/2016. Batch # (B)(4). Corrected data: after additional information received, the file has been upgraded to a serious injury. Additional information was requested and the following was obtained: did the device deploy staples? Yes. Were the staples malformed? Per the nurse, I did seem some staples but there was a lot of bleeding and I couldn¿t see past the blood. The hemorrhoids were hanging by a piece of tissue so the cut line was incomplete. Per the surgeon, some could be seen lying on the bowel wall which were crinkled and deformed. Was the staple line complete? Incomplete. It stated that the device did not cut properly. Was the cut line complete? No. Per the surgeon, it was difficult to be certain as when the device was opened some tissue was caught at the two o¿clock position, making the device difficult to remove. At the same time the tissue was bleeding very profusely from the cut edges. Some sections of the edges were ragged in appearance. The clean donut of freed tissue that was expected was not there. Where was the device dialed down to in the firing range? To the lowest end of the indicator gauge as recommended. Was the extended hospital stay due to the device issue? Per the surgeon, yes. Entirely. Was the extended hospital due to the history of the patient? Per the surgeon, no. What is the patient¿s current condition? Two days post stapled hemorrhoidectomy patient needed a temporary colostomy to allow wound healing, spent several days in ICU then hdu ¿ now in rehab as at (B)(6) and is recovering from the dehiscence. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.